Event description:
A malfunction alarm identified as malf 12 occurred, and the customer reported no notable events prior to the issue. The outcome concerning the customer's blood glucose level remains unknown as the customer declined to provide information on whether their blood glucose exceeded certain levels. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support confirmed the customer knew how to put the pump into storage mode and requested the return of the malfunctioning pump using a pre-paid label within 10 days. The customer acknowledged all instructions provided.